Event description:
Underdelivery reported. The pump was set for home infusion of dobutamine 500 mg/250 ml d5w at 13.5 ml/hr. The expected delivery time was 18 hrs but the infusion took 21 hrs to complete. By the time the i.v. Container was empty, the pt experienced some "shortness of breath and a low blood pressure." The pump was switched out and a new infusion started. After a short period of time the above symptoms resolved. There were no adverse sequelae reported.

Manufacturer narrative:
Customer set was not returned for testing. Pump infused within specifications.